Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device did not turn on and the computing platform (cp) was replaced and it then powered up with the known, good cp. The device was to be scrapped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer never turned on, that it always had a black screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.